Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not perform the load fill tubing sequence resulting in an elevated blood glucose (bg) level of 264 mg/dl. A correction bolus was delivered to address bg. Tandem technical support reviewed the load process with the customer.